Event description:
Boston scientific received information that upon interrogation, the lead safety switch (lss) feature was noted to be activated due to an unspecified out of range pacing impedance measurement. Furthermore, noise was observed. A boston scientific technical services (ts) discussed troubleshooting and programming options. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4). Additional information was received stating this device was electively explanted nine months after the initial observations were reported. Clinical observations of oversensing and pacing inhibition were associated with the removal of the device. No asystole was reported. The device was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.